Manufacturer narrative:
The device evaluation was completed on 17-nov-2023. It was reported that a patient underwent an atrial fibrillation ablation procedure using a qdot micro¿ catheter. The patient experienced cardiac tamponade that required pericardiocentesis. There was a small effusion noted at baseline. During the procedure, a pericardial effusion was diagnosed with intracardiac echocardiography (ice) after the patient's pressure dropped. A pericardiocentesis was performed by the physician removing 600 cc's. The patient was stable at the time of the call. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed; however, during the analysis a 106 error was observed due to an open circuit in the tip area. A manufacturing record evaluation (mre) was performed for the finished device 31115656l number, and no internal actions related to the reported complaint condition were identified. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using a qdot micro¿ catheter. The patient experienced cardiac tamponade that required pericardiocentesis. There was a small effusion noted at baseline. During the procedure, a pericardial effusion was diagnosed with intracardiac echocardiography (ice) after the patient's pressure dropped. A pericardiocentesis was performed by the physician removing 600 cc's. The patient was stable at the time of the call.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).